Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the surgeon, the most likely cause of the event in refractive error is vaulting, right eye (too myopic) and change in size (length) of lens not recognized between diopters causing hyperopic outcome in second eye. (B)(4).

Event description:
The surgeon reports performing cataract surgery with implantation of a crystalens intraocular lens in both eyes. This report is regarding the crystalens implanted in the right eye. Approx six weeks postoperatively the lens was explanted and replaced with a different iol. The surgeon found there was inadequate accommodation and a refractive error secondary to vaulting. The pt had a preoperative bcva of 20/60 with mr -3.50 -0.75 x 155 and a ucdva of 20/400. Postoperatively, the pt's bcva was 20/20 with mr -1.50 -0.25 x 010 and ucdva was 20/50. The pt's current bcva is 20/20 with mr -0.25 and the ucdva is and the sphere. According to the surgeon the pt's visual outcome prognosis is excellent. Reference MDR #2031924-2010-00224.